Manufacturer narrative:
Correction annex b : b21. Annex c : c21. Annex d : d16. Additional information : annex a : a0709,a0721,a040502. Annex b : b01. Annex c : c02,c07,c0201,c0601. Annex d : d15. Annex g : g0201202,g0301204,g04036,g0301201,g0405206.

Event description:
It was reported that a failure was observed during a planned preventative maintenance, recall remediation, or repair order service event. [[Service type]];[it seems to have had an infusion set of bag leak and coat it with gooey residue. Have managed to clean most of it off, and replace both iui connectors, but the module is not being recognized and not powering up. In addition the wire that runs through the door pivot to the display board is damaged.]. There was no reported patient involvement.

Event description:
It was reported that a failure was observed during a planned preventative maintenance, recall remediation, or repair order service event. [[Service type]]; [it seems to have had an infusion set of bag leak and coat it with gooey residue. Have managed to clean most of it off, and replace both iui connectors, but the module is not being recognized and not powering up. In addition the wire that runs through the door pivot to the display board is damaged]. There was no reported patient involvement.

Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in this MDR report. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.